Event description:
When the model vmax 22 was first turned on in the morning, it made a rackety noise and smelled like something electrically burned. There was no pt involvement and there were no injuries to anyone.